Event description:
Per the clinic, the patient experienced pain with and without stimulation, and the issue could not be resolved.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the patient will be reimplanted with another manufacturer's device in (B)(6) 2013 (exact date not reported). This report is filed (B)(4) 2013

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)